Event description:
The following has been reported: it was giving us the warning "airbubbles" and upstream occlusion but the IV line is perfectly fine. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.